Event description:
Pt presented with an acute mca stroke and an occluded right mca. The balloon preparation (including inflation/deflation) was uneventful. The balloon was placed across an mca occlusion in an attempt to extract clot and restore blood flow. Upon completion of the angioplasty, the balloon would not deflate. Thrombolysis of the right mca resulted in some recannulization. The balloon catheter was cut at the insertion site.